Event description:
The international distributor reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The distributor reported a diagnostic code occurrence indicating a 12v/power fail condition. The service technician requested a power supply to correct the customer reported problem and address the diagnostic code finding as per the device service manual.